Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate therapy for a ventricular fibrillation (vf) due to supraventricular tachycardia (svt). Five inappropriate shocks were provided. Technical services (ts) was consulted, and reprogramming options were discussed. No adverse patient effects were reported. This ICD remains in service.